Manufacturer narrative:
Additional information: h6-(investigation type 5): b13. The device was returned with the injector nested in the thermoform packaging tray, and three (3) stents were returned. The device evaluation was completed, and the injector's trocar was found unseated from the carrier retention finger. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one similar issue reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is adequately captured on the product risk assessment. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the device evaluation findings, customer's reported issued was confirmed; however, the root cause of the unseated trocar was not conclusively identified. MFR# reference: (B)(4).

Event description:
It was initially reported that during attempt to implant the first stent from a trabecular microbypass stent system, the surgeon noticed that the trocar appeared "bent", and the stent remained on the trocar. Per report, the surgeon believed the trocar was "damaged" and used a second device to complete the procedure with no report of patient injury. Through follow-up, the following additional information was received. Per report, the surgeon reported an uneventful procedure and reiterated that a new device used to complete the procedure. Reportedly, the surgeon does not believe there were any preoperative or postoperative factors during device handling that contributed to the event. The report noted that there was no adverse patient impact or intervention required and the event is resolved. The patient status was described as "fine" after the new device was used.